Manufacturer narrative:
(B)(6)2017, when the event was first reported to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The event was initially reported to the rep by a healthcare provider on 2017-oct-30. It was reported that the patient experienced withdrawal symptoms, increased pain, shakes, and was "sick to stomach" due to the motor stall. The patient's weight at the time of the event was approximately (b)(b)pounds. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine [4 mg/ml] at 6 mg/day and bupivacaine [4mg/ml] at 6 mg/day, indicated for chronic low back pain and non-malignant pain. It was reported that a motor stall occurred on (B)(6) 2017. On (B)(6) 2017, the pump was explanted and replaced. It was indicated that the reason for removal was device-related, due to the motor stall. The device was used in the patient and was intended for treatment. There was no patient death related to the event. There were no patient symptoms reported. It was indicated that the patient recovered without sequela. No rotor or dye studies were performed. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
Destructive analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.